Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Battery drawer found broken. Upper case, lower case, and two side bail covers found broken. Battery release, heart block, and lead flex cover contaminated. Ring found bent.

Event description:
It was reported that some parameters on the external pulse generator were unable to be adjusted and that the settings were erratic. It was further reported that the selector switch (next to select and menu) was not working properly. There was no patient involvement.